Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Date of event is an approximation, as no date of event was provided by consumer. Single use device, discarded.

Event description:
Consumer reported "several" false negative test results using binaxnow covid-19 ag self test 2ct, taken on an unknown date. Repeat testing was performed using an unknown platform and customer reported, "every one of us that are/were sick were positive". No additional patient information, including treatment and outcome, was provided.

Event description:
Consumer reported "several" false negative test results using binaxnow covid-19 ag self test 2ct, taken on an unknown date. Repeat testing was performed using an unknown platform and customer reported, "every one of us that are/were sick were positive". No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3- date of event is an approximation, as no date of event was provided by consumer. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use device, discarded.